Event description:
A (B)(6) male pt contacted lifecor customer support to report that every time he puts the batteries in the charger he gets the red battery pack fault light. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. The cause for the defective charger was a defective component. The charger was found to have a defective pnp low sat transistor (component q1). The root cause for the defective component cannot be positively identified but was likely random component failure. Once the defective component was replaced, the charger was fully functional. No adverse event resulted from the defective battery charger. The pt received a replacement battery pack.